Manufacturer narrative:
The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.   The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted.

Event description:
It was reported that during a da vinci s sacrocolpopexy procedure, the surgeon reported the instrument was not working properly. The tenaculum forceps instrument had a frayed cable. An alternative instrument was used to complete the surgical procedure. No patient harm, adverse outcome or injury was reported.